Event description:
(B)(4). I had a hysterectomy to get essure removed on (B)(6) 2016. The doctor reported that the coils did not puncture anything but I did have endometriosis on my pelvic bone. The rash I had on my face is gone, I don't have any back pain, and I feel back to normal.

Event description:
(B)(4). After I had essure implanted I had constant menstrual bleeding. My menstrual cycle was normal before the procedure but wouldn't stop afterward. My doctor had me try high doses of ibuprofen which didn't work then put me on birth control pills. This defeated the whole purpose of having essure. After 3 months my period stabilized without birth control for about 6 months then I got my period after 2 weeks. This brings us to the present time. My main concern is chronic pain in my back, hips, and neck area that started in (B)(6) 2014. I went to the chiropractor for 6 months with minimal relief. I then went to my primary physician and had blood work, brain MRI, and xrays done. Everything came back normal but I had high levels of cyclic citrulline peptide (normal is andlt;20 and mine was 22) in my blood work and was referred to a rheumatologist. Starting in november I also started having bouts of vertigo that occur for no reason. I have experienced it standing, sitting down, and laying in bed going to sleep. I am a healthy (B)(6) and never had these issues before essure. When I have had back pain in the past it has gone away within 2 weeks of seeing the chiropractor.

Event description:
(B)94). I had a hysterectomy to remove essure (B)(6) 2016. The doctor found endometriosis on my pelvic bone. I remember going for the 3 month hsg for essure and the doctor telling me the test could cause endometriosis.